Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the beat was potentially a fusion beat.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was one paced beat that showed possible non capture on the right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.